Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with shock impedance measurements above 200 ohms. The rv lead and ICD were explanted and will be returned for laboratory analysis. No additional adverse patient effects were reported.

Event description:
---

Manufacturer narrative:
---

Manufacturer narrative:
This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Approximately 59 centimeters of the distal portion of the lead was returned and the extracting stylet remained lodged in the lead lumen, unable to be removed. Visual inspection of the lead noted calcified body fluid covering the proximal coil. Resistance tests were completed to assess lead electrical performance. Measurements on the defibrillation portion of the lead were in normal limits; however, full electrical testing on the rate/sense portion of the lead was unable to be performed due to the extracting stylet. Laboratory testing was able to confirm the reported clinical observations. Detailed analysis found calcification on the proximal coil which could have affected the impedance measurements, resulting in the measurements to increase to above 200 ohms.